Manufacturer narrative:
Customer returned precision xtra blood glucose meter. Meter powered on with insertion of both cal bar and test strips and button depression. Set meter's date and time to current date 2007 and time 7:31am. Meter was verified after 12 hours. Date and time did remain current or correct when checked in 2007 / 6:04am. Applied control solution on to 3 strips. Results are 42, 44 and 44 mg/dl. Did not observe missing data. Customers and retailers have been informed through the adc fa21dec2006 letter.

Event description:
Customer reported that after transferring data from her precision xtra blood glucose meter to the precision link data management system, only half of the data transferred would print. Additionally, the date and time set in the meter had spontaneously changed. This is a known malfunction with the software that causes incorrect trending of glucose results. There was no report of death, serious injury or mistreatment.